Event description:
When injecting from the 10cc syringe to shoot a cardiac output, the red valve just distal to the syringe leaks the injectate each time the cardiac output is injected. This can alter the cardiac output results. This in turn could harm the pt if treatment is given for inaccurate results. Only able to replicate when connected to a pt, which is unsafe.